Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (tm) inspected the iabp and found no issues. The iabp passed all calibration, functional, and safety tests per factory specifications, returned to the customer's stock and cleared for clinical use. (B)(6).

Event description:
It was reported that while a getinge clinical support specialist was performing an in-service on a loaner cardiosave intra-aortic balloon pump (iabp), the iabp generated a "sensor module failure". No communication with the customer is necessary, since this is a getinge rental iabp unit that does not belong to the customer. There was no patient involvement, and no adverse event was reported. A getinge service territory manager (stm ) was notified to pick up the iabp to evaluate it.